Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® lh pst¿ ii plus blood collection tubes, there were bubbles in the gel separation barrier of five (5) tubes. No adverse impact was reported regarding the patient or user.

Event description:
It was reported prior to using bd vacutainer® lh pst¿ ii plus blood collection tubes, there were bubbles in the gel separation barrier of five (5) tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 11-jun-2025. Investigation summary: bd received one sample and two photos for investigation. Evaluation of the returned sample and photos indicated a tube with a bubble in the gel at the base, identified as a cosmetic defect which should not impact the efficacy of the tube. Additionally, 100 retained samples were visually inspected, and no gel defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel airbubbles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.